Event description:
It was reported that the patient presented for routine in-clinic follow up with recorded episode of non-sustained right ventricular tachycardia recorded by the device. Further evaluation found that the episodes were caused by over-sensing exhibited by the right ventricular lead. It was also observed that the lead exhibited high capture threshold and increased pacing impedance. No interventions were reported. The patient was stable.